Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. There were no button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and the displacement test. The pump was received with a missing end cap sticker and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 153 mg/dl. Customer stated that she tried to take the battery out to clear the alarm but the alarm would not clear. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that the pump was exposed to body sweat because she was in the kitchen cooking. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.